Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced rib pain due to the surgical lead being placed too laterally. The physician decided to remove the lead, but left the ipg and plans to implant percutaneous leads in the future. There have been no reports of further complications regarding this event.